Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states their levels were as high as 400mg/dl, and as low as 60mg/dl. The customer states they treated the low with juice and food, and their levels rose to 106mg/dl. The customer states the pump is fine and will be contacting their healthcare provider.